Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ defibrillator displayed a red x with error codes, disabled equipment along with switching between therapy modes. There was no pt involvement.